Event description:
It was reported through the patient outcome that the patient underwent transplant. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: no specific device-related issues or adverse events were reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Although no specific adverse events or device-related issues were reported, heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) outlines the adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.